Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to fluid. Customer stated that they fell into a lake and fluid is visible under the lcd display. Customer also mentioned that the act button on the insulin pump is unresponsive. Customer's current blood glucose reading is 170 mg/dl. No further information reported.